Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. Corrected fields: b5, g3 (correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 10-25-2021). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely water/moisture invaded the device due to a leak from the the bending section cover and channel. As a result, the angulation system became corroded and could no longer be angulated. The event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): operation manual_ preparation and inspection_ inspection of the endoscope_ inspection of the bending mechanism. Reprocessing manual_ reprocessing the endoscope _ leakage testing of the endoscope_ perform the leakage test. Caution:if you identify a leak during leakage testing, remove the endoscope from the water with both the venting connector and the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the bending section of the fiberscope could not be controlled at all. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the fiberscope exhibited failed up/down angulation knob. There were no reports of patient or user harm associated with this event.